Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a cerebrospinal fluid leakage due to a dural puncture occurred during a recent revision surgery (reference MFR report# 1627487-2014-08143). As a result, the patient presented to the ER with a persistent headache. Reportedly, a blood patch was performed. The issue is resolved.